Event description:
Customer reported on a bravo ph capsule that failed to attach. Another capsule was placed normally but prolonged procedure extended sedation time. The pt was not injured following the procedure.